Event description:
The valve was implanted in 2002 (exact date unk). After implantation the pt experienced a headache upon standing and the valve pressure was adjusted three times. The pt's condition improved. 4 months later, the pt returned to the hospial with a swollen head and the valve pressure was adjusted. Pt developed pneumocephalus and mrsa and the doctor used a needle to remove mrsa in their inner nose. The valve was explanted on 2003.